Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and unknown if explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was not curved. No further information was provided.

Manufacturer narrative:
Additional information/corrected data: additional information was received and it was reported that the lens could not be used because the haptic was not curved. There was no patient contact. This event has now been determined not to be a reportable event. (B)(4). No further reports will be sent for this file. Device available for evaluation? Yes. Returned to manufacturer on: 07/17/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue on the lens. The haptics were observed curved, positioned and without defects. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.